Manufacturer narrative:
The following text was entered in section b5 in error: "on 27 april 2021, the local leica tac helpdesk engineer -pathology contacted the complainant by email to request further information in relation to the patient outcome. An identifier, age or date of birth and gender for the two (2) undiagnosable case(s) was requested from the complainant. As at 30 april 2021, leica biosystems melbourne has not received the information requested from the complainant regarding the two (2) undiagnosable case(s)." The correct text is: on 27 april 2021, the local leica tac helpdesk engineer -pathology contacted the complainant by email to request further information in relation to the patient outcome. An identifier, age or date of birth and gender for the undiagnosable case(s) was requested from the complainant. As at 30 april 2021, leica biosystems melbourne has not received the information requested from the complainant regarding the undiagnosable case(s).

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "131" was recorded on five (5) occasions between 19:51pm on (B)(6) 2021 and 03:18am on (B)(6) 2021 during execution of the "factory 12hr xylene standard" protocol comprising 15 cassettes, which started in retort a at 17:30pm on (B)(6) 2021 and completed at 07:02 on (B)(6) 2021 and at 03:19am on (B)(6) 2021 during execution of the "factory 4hr xylene standard" protocol comprising 129 cassettes, which started in retort b at 17:38pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021. This event code indicates that a fill from either bottle 6 or 7 as detailed took longer than expected with recovery action automatically initiated per the prescribed software workflow. The likely root cause for generation of event code "131" was an obstruction in the either the vent line or the reagent line of the bottle. Event code "130" indicating a fill timeout error was recorded at 20:25pm on (B)(6) 2021 during execution of the "factory 12hr xylene standard" protocol comprising 15 cassettes, which started in retort a at 17:30pm on (B)(6) 2021 and completed at 07:02 on (B)(6) 2021 and at 03:19am on (B)(6) 2021 during execution of the "factory 4hr xylene standard" protocol comprising 129 cassettes, which started in retort b at 17:38pm on 31 march 2021and completed at 06:59am on (B)(6) 2021. This event code indicates that the automatically initiated recovery action was unsuccessful, with the following information being displayed to the user: "fill timeout error if remote fill, check remote hose. Otherwise contact service". Generation of this event code did not either interrupt the processing protocol in either retort a or b because a suitable alternative reagent station (bottle 4) was substituted in step 3 of the protocols detailed per the prescribed software workflow or cause or contribute to the circumstances involved in this complaint. The likely root cause for generation of event code "130" was a blockage in either the vent or the reagent lines of the bottle. Based on the information provided by the complainant, the tissue samples exhibiting sub-optimal processing were derived from the "factory 12hr xylene standard" protocol comprising 25 cassettes, which started in retort a at 17:20pm on (B)(6) 2021 and completed at 06:59 on (B)(6) 2021 and the "factory 4hr xylene standard" protocol comprising 98 cassettes, which started in retort b at 17:27pm on (B)(6) 2021 and completed at 06:59 on (B)(6) 2021. Event code "231" was recorded at 19:47pm on (B)(6) 2021 when draining of retort a to bottle 1 (formalin) exceeded the expected time. Recovery action was automatically initiated per the prescribed software workflow. This is an advisory notification, which did not require operator action and did not interrupt the processing protocol in progress. Event code "131" was recorded at 20:20pm on (B)(6) 2021 for bottle 6 and retort a, and at 03:17am on (B)(6) 2021 for bottle 6 and retort b. This event code indicates that the fill from bottle 6 took longer than expected; and recovery action was automatically initiated per the prescribed software workflow. The likely root cause for generation of event code "131" was an obstruction in the vent line or in the reagent line of the bottle. Investigation of this complaint found that the instrument functioned as designed during execution of the four (4) protocols either started or completed between (B)(6) 2021 and (B)(6) 2021. The complainant documented the following information in the adverse event information form: "on completion of processing run, there was a presence of condensation on the lid of processor chamber and a smell of formalin. On inspection by the team leader, bottles of formalin reagent were overfilled above the maximum marking; there were [sic] substantial presence of water/formalin vapour in retort; tissue had both water and wax; there was an error on the display screen - empty condensate bottle; the condensate bottle was approx 1/4 full and contained fatty residue." This information suggests that a water based reagent (e.g. Formalin) was present in both retort a prior to commencement of the "factory 12hr xylene standard" protocol started in retort a at 17:20pm on (B)(6) 2021 and in retort b prior to commencement of the "factory 4hr xylene standard" protocol started at 17:27pm on (B)(6) 2021. The presence of this additional reagent is likely to have resulted in overfilling of bottles 1 and 2 (formalin) when the reagent was pumped back into these bottles after completion of step 1 of the "factory 12hr xylene standard" protocol started in retort a at 17:20pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2021. Overfilling of bottles 1 and 2 (formalin) would in turn likely have resulted in reagent entering the air system of the instrument causing flooding of the air manifold, after which it would have partially drained into the condensate bottle (which was found to contain condensate bottle quarter full of liquid) with the remainder remaining in the air lines. During subsequent filling of either retort a or b, the reagent remaining in the air lines would have moved into the reagent bottles resulting in contamination of reagent bottles used for subsequent processing steps. A discrepancy between the retort fill and drain times during the step 1 (fixation step) of the "factory 12hr xylene standard" protocol started in retort a at 17:20pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2021 may provide an indication whether reagent was present in the retort prior to commencement of these protocols. It is expected that less time would be taken to fill the retort with reagent already present, when compared to completely draining the reagent from the retort. However, it is not possible to evaluate the retort fill and drain times for the protocols detailed above because the fill and drain retries, which occurred between 19:47pm on (B)(6) 2021 and 03:17am on (B)(6) 2021, invalidate the time comparison. Consequently, it is not possible to confirm from evaluation of the instrument logs whether reagent was present in the retort a and b prior to commencement of the protocols detailed above. However, the information documented by the complainant on the adverse event information form in relation to observations at the completion of processing (as detailed previously) suggests that reagent was present in the retort prior to commencement of both the "factory 12hr xylene standard" protocol started in retort a at 17:20pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2021. The information available strongly suggests that reagent (most likely formalin) may have been present in retort a prior to commencement of the "factory 12hr xylene standard" protocol started at 17:20pm on (B)(6) 2021 and in retort b prior to commencement of the "factory 4hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2021. This use error may have caused formalin to flood the air system of the instrument, resulting in formalin contamination of the reagents used for subsequent processing steps (ethanol, xylene and wax), which in turn could have either caused or contributed to the sub-optimal processing of the tissue samples derived from both the "factory 12hr xylene standard" protocol started in retort a at 17:20pm on (B)(6) 2021 and the "factory 4hr xylene standard" protocol started in retort b at 17:27pm on (B)(6) 2021, from which the complainant reported that re-processing was performed. The root cause for the generation of event code "130" indicating a fill timeout error, which occurred during execution of the "factory 12hr xylene standard" protocol started in retort a at 17:30pm on (b)(5) 2021 and the "factory 4hr xylene standard" protocol started in retort b at 17:38pm on (B)(6) 2021 could not be unequivocally determined from the information available. Potential causes may be obstruction in the vent line or in the reagent line of the bottle.

Event description:
The complainant contacted the local leica tac helpdesk engineer - pathology by telephone and reported the following in relation to tissue samples which had been processed using histocore peloris 3 rapid tissue processor serial number (B)(4): "on completion of process, tissue blocks have formalin smell". The leica tac helpdesk engineer - pathology further documented the following information reported by the complainant: "condensation showing on lid of retort, condensate bottle quarter full, tissue has been re-processed using other processer, has had re-agents changed and test blocks are being processed." On 02 april 2021, leica biosystems (B)(4) received the following further information from the complainant in relation to the event documented by the local technical assistance centre helpdesk engineer-pathology: "customer had an issue with the overnight run from (B)(6) 2021 to (B)(6) 2021. On completion of the run on (B)(6) 2021 the customer noticed that the tissue smelt of formalin. The condensate bottle was ¼ full of a fatty residue and both retorts had been used. Retort a had 25 cassettes in it. Retort b had 98 cassettes in it. At before 3:00am on (B)(6) 2021 the instrument error with a red error 130 fill timeout error on retort b bottle 6. Upon looking at the logs further back it looks like it has been erroring for several days with error 130 on bottles 6 and 7. At 03:21am the instrument gave an error 10010 saying that the original reagent was not available for step 3 and used bottle 4 instead. Customer has advised that they replaced all of the reagents today and put the instrument on a test with test blocks to see if the issues continued but then told me that they found out that they had mixed formalin and alcohol in the same bottle and retort a is now erroring with error 230 saying that it is locked out by the density meter and is full and won't let them drain retort a. The instrument seems to say that the run completed successfully on (B)(6) 2021 06:59am overnight run." The complainant documented the following information in the adverse event information form: the tissue samples involved in this event were derived from the "overnight" protocol comprising 25 cassettes, which started in retort a at (B)(6) 2021 and the "overnight" protocol comprising 98 cassettes, which started in retort b at 17:30pm on (B)(6) 2021 and completed at 07:02am on (B)(6) 2021. The tissue types and sizes of the affected samples were detailed as: "various histology biopsy samples (breast, gynae, gastro, urology), cytology agar cell blocks, ophthalmic samples" and "biopsy sized, agar cell blocks" respectively. On 02 april 2021, leica biosystems (B)(4) received the following information from the local leica tac helpdesk engineer -pathology: "customer has advised that they know of 1 case that is undiagnosable but they cannot give me any details at present." On 08 april 2021, the local leica tac helpdesk engineer -pathology contacted the complainant by email to request further information in relation to the patient outcome. An identifier, age or date of birth and gender for the one (1) undiagnosable case was requested from the complainant. On 13 april 2021, the local leica tac helpdesk engineer -pathology received the following information from the complainant in relation to patient diagnosis/outcome by email: "we have two cassettes that are not diagnosable potentially due to this processing failure." The complainant further documented the following in relation to request for patient initials, age or date of birth and gender: "we are unable to provide this information at this stage of the investigation. If this investigation leads to a serious incident investigation and duty of candour, we will be able to share this information if the patients are happy for their information to be shared." The complainant is also not able to provide information as to whether re-biopsy has been recommended or performed. On 27 april 2021, the local leica tac helpdesk engineer -pathology contacted the complainant by email to request further information in relation to the patient outcome. An identifier, age or date of birth and gender for the two (2) undiagnosable case was requested from the complainant. As at 30 april 2021, leica biosystems (B)(4) has not received the information requested from the complainant regarding the two (2) undiagnosable case.